Manufacturer narrative:
E1- initial reporter address 1: (B)(6). E1- initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades, approximately 2mm in length was completely detached from the distal end of the blade at the break point. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. A section of another blade, approximately 1mm in length was also completely detached from the distal end of the blade at the break point. The remaining section of blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The detached sections from both blades were not returned for analysis. The damage identified can potentially be a result of the resistance encountered during withdrawal of the device. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal tip. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per wolverine specification the rated burst pressure for this wolverine device is 12 atmospheres. A visual and tactile examination found the hypotube to be severely kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm. The device was simply removed from the patient's body and the procedure was completed with another of the same device. There were no complications reported and the patient condition post procedure was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 12atm. The device was simply removed from the patient's body and the procedure was completed with another of the same device. There were no complications reported and the patient condition post procedure was good.